Manufacturer narrative:
On 27 march 2017 the r&d project manager performed a preliminary investigation and commented as follows: from the description of the event and the pictures available, it seems that the route cause of the event is a not correct alignment between the implant and the inserter during the fixation with the inner shaft. Batch review performed on 05 april 2017. Lot 1620712: (B)(4) items manufactured and released on 06 december 2016. Expiration date: 2021-11-15. No anomalies found related to the problem. To date, this is the first item of the subject lot sold. Not yet received.

Event description:
The nurse tried to connect the cage with the mectalif posterior handle and the assy inner shaft short, but it didn't fix straight. After several attempts, it could not fix straight. The cage was changed with a new one (same reference and lot). The surgery was completed successfully. Due to this event, the surgery was prolonged about 10 minutes. The nurse stated that cross thread might be occurred.

Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: after a visual inspection, the posterior interbody fusion device has a lot of damage of the m4 thread. The thread damaging is probably due to the not correct inner shaft insertion. In fact it was performed a simulation by inserting an inner shaft on this piece and the inner shaft was probably mounted with an angulation of approximately 10°. This uncorrect assembling caused a cross threading of the cage interface and a damaging of the thread itself, so it was impossible to perform a correct fixation.